Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the left femoral artery. The 99% stenosed lesion was located in the moderately tortuous and calcified left anterior tibial artery. The 2mm x 20mm x 143cm sterling es monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 6 atm on the initial inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)